Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the patient had received adjust belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) was confirmed. Upon investigation, an open pulse wire was found in the cable connecting the distribution node to the rear therapy electrodes, causing the reported adjust belt alarms. The root cause for the open pulse wire could not be positively identified but was likely excessive force on the cable section. No adverse event resulted from the open pulse wire. The patient received a replacement electrode belt.